Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. Varying pacing impedance and noise indicated to be short v-v intervals was observed. The lead is suspected to be fractured. Reprogramming was performed. The patient is scheduled to have the lead replaced. No patient complications have been reported as a result of this event.